Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was implanted to treat a stricture during a procedure on (B)(6) 2024. The patient's anatomy was non tortuous and was not dilated prior to stent placement. On (B)(6) 2024, it was observed that the stent had migrated into the right hepatic duct. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and the stent was removed from the patient with significant force while using a rat tooth forceps. Upon removal, tissue ingrowth was noted at both the distal and proximal ends of the stent. Additionally, the stent's permalume covering was found to be degraded. There were no patient complications reported as a result of this event. Note: in the physician's assessment, the wallflex biliary stent appeared to be 10 mm in diameter and 80 mm in length.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent blocked/occluded, imdrf device code 150207 captures the reportable event of stent difficult to remove. Imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf impact code f2202 captures the ercp procedure to remove the migrated stent.